Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, performed full pump reset with guidance, confirmed that error message did not reappear, and was advised to wait before starting new sensor session, which customer understood and accepted.